Event description:
It was reported the patient was presented at the hospital with dizziness. The patient had fallen with a direct hit to the left shoulder directly on the pacemaker site. An x-ray confirmed that the rv lead was dislodged and further interrogation noted sensing and capture anomaly. Also, the helix was retracted and unable to extend. Surgical intervention was taken to explant and replace the lead. The patient's condition was stable before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.